Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a piece of the seal disengaged into the pt's cavity. The surgeon retrieved the component without pt incident.